Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded up keypad trace. No ramping number on their own or scrolling bar moving anomaly noted. Pump passed unexpected restart test and self test. No error alarm or error alarm noted during testing. All operating currents are within the specification no unexpected low battery, off no power or battery out off limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.